Manufacturer narrative:
During inspection and testing, no output from the video channel socket was found to be due to a defective printed circuit board. In addition, service found the image was intermittently noisy due to poor contact of the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after a sinus endoscopy procedure, the rear panel video output port was observed to be broken. The intended procedure had been completed with no issues reported. There was no report of patient or user injury due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing, service found there was no output from the video channel socket (no image). This report is being submitted for the malfunction observed during the device evaluation (no output/no image).

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus fse regarding the customer's reported issue (information added to b5), and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the intermittent image issue was due to a damaged video output port on the printed circuit board. However, the root cause of the printed circuit board failure could not be determined. In addition, service found the image was intermittently noisy caused by poor contact of the connector, which was due to failure of the locking lever. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the olympus field service engineer (fse) regarding the customer's reported issue: sometimes the monitor showed the image and sometimes it did not. The hospital was able to finish the intended procedure with the subject device and then sent the device to olympus for repair.